Event description:
It was reported that the device displayed error code 41622. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation still progress.

Manufacturer narrative:
One device was returned for evaluation. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found reported error code 41622. Visual and functional testing was performed and found that the motor wouldn't turn over and timed out and the downstream occlusion (dso) seal was delaminated. Replaced the dso seal and cleaned the motor gear and inside the device.